Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was returned with a red cap that the customer modified to attach a chain that is not part of the device. The customer's report was observed and attributed to obstruction in the manifold by a piece from the chain. The piece of the chain was removed to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure - 1001" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.